Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar bone loss. The main reason for revision is aseptic loosening. Unsure if there's infection there. Cultures has been negative but has elevated esr and crp. As a result, will consider open culture 1st and if negative, will go ahead with revision.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the talus shows some radiolucence and there is some condensation visible which suggests subsidence. Loosening can be confirmed with the given information, but overall there is no clear sign of migration. There is also infection possible in this case. Given the time between the implantation and the need for a revision the infection is patient related and not related to the implant or the implantation.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was detected due to some radiolucency and visible condensation around the talus. Hence, loosening is confirmed by the hcp. Also, an infection is possible given the time between the implantation and need for a revision, the infection is patient related and not related to the implant, but this cannot be confirmed. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar bone loss. The main reason for revision is aseptic loosening. Unsure if there's infection there. Cultures has been negative but has elevated esr and crp. As a result, will consider open culture 1st and if negative, will go ahead with revision.